Event description:
On (B)(6) 2008, the patient underwent treatment of a thoracic aortic aneurysm with two gore tag thoracici endoprosthesis. On (B)(6) 2012, follow-up imaging reportedly identified a film of liquid around the devices. It was reported no contrast was seen outside of the devices. But the aneurysm has been growing in diameter. No further adverse events were reported.

Manufacturer narrative:
Result - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion - the root cause of the event could not be determined with the provided information. Additional device implanted and involved in this event: tag4015/06044322.